Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - the complaint device was returned with the product box and protective hoop. The catheter was in two sections as a result of a shaft detachment 25cm from the catheter tip. This damage is consistent with applied tensile force to the catheter. The balloon protector cap was returned separate to the catheter. The hypotube was kinked 15cm from the strain relief. Slight kinks were noted at 3cm and 4cm from the catheter tip. A pinch mark was present from 15.5cm to 16cm from the catheter tip also which is evidence of manual compression to the shaft during balloon protector removal attempts. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during preparation as the 4.0mm x 1.5cm small peripheral cutting balloon was removed from the protection sheath the balloon protector tore apart from the balloon. As there was no contact with the patient, no complications were reported. However returned device analysis revealed a shaft fracture.